Manufacturer narrative:
Investigation: a service call was placed and a full system checkout was performed. The terumo bct service representative found that the system performed as intended and there was no machine malfunction. The run data file was analyzed for this incident and confirmed that the customer had a 40 ml blood warmer on the return line configured and pressed confirm when the system prompted them to connect it. There were no rlad alarms during this run. The run data file analysis confirmed that there was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the patient's reaction. The system was operating within the safety limits programmed in the machine. The customer indicated that the point of the connections were checked and no air was visualized and also confirmed there was no air in the return line going back to the patient. Per the therapeutic apheresis: a physician's handbook, transfusion reactions occur during therapeutic procedures with a frequency of 1.6%. The number of complications and rate of complications were significantly greater in patients receiving plasma as the replacement fluid rather than 3.3% albumin. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, and/or the patient's sensitivity to the procedure.

Event description:
The customer reported that the patient had chest pain, shortness of breath and coughing 15 minutes into a therapeutic plasma exchange (tpe) procedure on spectra optia. The procedure was stopped to perform an x-ray and EKG. The procedure was restarted after the tests were reviewed. The patient was stable after recovery and the tpe procedure was resumed without further incident. The patient received two boluses of 250 ml 0.9% normal saline via IV as prescribed by the physician. The customer did not provide the patient's definitive disease diagnosis and declined to provide patient ID. Per the customer, the outcome of the patient is stable. The spectra optia disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information. Investigation: per the therapeutic apheresis: a physician's handbook, transfusion reactions occur during therapeutic procedures with a frequency of 1.6%. The number of complications and rate of complications were significantly greater in patients receiving plasma as the replacement fluid rather than 5% albumin. The patient was stable after 30 min of recovery and the tpe procedure was resumed without further incident.